Event description:
It was reported that the sys 6800's high voltage cable and torn insulation at the c-arm and was presenting a hazard. There was no adverse pt involvement reported. There was no pt info reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The defective cable was verified. The cable was replaced. The system was tested and found to be working as intended and placed back into service.